Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found clogged nozzle. Due to clogging of nozzle, water removal ability does not meet the standard value. This issue found to be due to insufficient cleaning (handling problems). The reported issue of "drainage failure" was confirmed. Due to a pinhole on channel tube (ch-tube) water tightness is lost. Additionally, the following defects were identified during device inspection: adhesive on a-rubber (bending section) has a chip. Adhesive on a-rubber (bending section) has a crack. Protector of universal cord on control section side has a scratch. Adhesive on a-rubber has white-clouded area. Mouthpiece is loose. Image guide (ig) protector is dirty. Switch 1 has a scratch. Grip is shaved. Connecting tube has a scratch. C-cover has a burn. Connecting tube has a wrinkle. The reprocessing information and foreign matter surveys results obtained from the customer facility were noted below: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility noted ¿no¿, not aware about when the foreign matter adhered on the device. Did not provided additional information. The possibility that the device was used for the procedure with the foreign material attached to it, the facility stated ¿no¿. No further information provided. The time lag between the end of clinical use and the start of pre-washing noted no delay/properly implemented. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Wiped/brushed the air/water nozzle with gauze, brush, or sponge. Reprocessing were normal and without issues. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing: no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "drainage failure". No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue) identified during device return evaluation.